Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not receive the desired therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting supra ventricular tachycardia (svt) and the episode was ventricular tachycardia (vt). The device remains in use. No patient complications have been reported as a result of this event.